Event description:
A medtronic rep reported tracer registration was fine, checked accuracy, but when navigation, the instruments would show up on the screen l/r opposite of what side of the pt they were touching. The surgeon checked the accuracy at the beginning after registration as well as checking it 2 or 2 times after the pt was draped and the new frame put on. The surgeon did not want to check the positioning as the incision had already been made. He then chose to discontinue the use of navigation without any impact to the pt.

Manufacturer narrative:
The pt ID was unk at this time of this report, but has been requested. No logs or archives have been received by the MFR for eval.

Manufacturer narrative:
Patient identifier is unknown. Patient age, gender, and weight provided.

Manufacturer narrative:
Patient ID now provided. Unable to determine root cause since the issue could not be replicated and additional information is not available. System has been used successfully at the site since reported issue.